Manufacturer narrative:
One dpt without attached components was received for evaluation. The dpt zeroed and sensed pressure accurately on the pressure monitor. The electrical testing showed that the dpt electronic components were intact because both input impedance and output impedance were within specifications. The zero-offset also met specification. There was no visible defect found from dpt cable connector. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.

Event description:
It was reported that 300mmhg was shown on the monitor during use, although the device was prepared in the usual procedure. The kit was exchanged and the problem was solved. It was further stated that during measurement, the arterial blood pressure gradually rose up and the waveform went off the scale. The problem was solved by flushing the line and disconnecting and reconnecting the cable. The monitor used with the kit was nihon khoden monitor. There were no error messages shown on the monitor and no occlusion, leaks nor kinks were found on the line. Tracings are not available. There were no patient complications reported.